Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced an acute kidney injury. No more information was provided. It's unknown if the device will return for laboratory analysis.

Event description:
It was reported that a patient experienced an acute kidney injury. No more information was provided. It's unknown if the device will return for laboratory analysis. It was further informed that post-procedure, the patient developed hypotension and complained of bloating and indigestion causing the patient to be admitted for close observation overnight. Notes indicate baseline creatinine in (B)(6) 2025 was 1.0 mg/dl and post-procedure the patient's creatinine was 1.4 mg/dl. Patient given diagnosis of acute kidney injury/acute renal failure. The event was likely secondary to the hypotensive episode after surgery and contrast exposure. Patient was discharged home (B)(6) 2025 after creatinine and potassium levels decreased. Entresto and aldactone were restarted on discharge. Patient seen in the clinic the following week noting continued fatigue but no other symptoms. Labs repeated (B)(6) 2025 with creatinine at 1.68 mg/dl. Patient seen again in january and repeated creatinine at 1.56 mg/dl. With elevated creatinine and age greater than 80, eliquis decreased to 2.5 mg bid. Patient is not fully recovered as notes do not indicate there has been an update in the patient's expected baseline kidney function.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information were completed but the specific device information was not available from the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the events of renal insufficiency/failure, hypotension and gastritis and procedural related side effects are known inherent risk of use of this device. Risk review: a risk review performed for the farawave 31 mm - us device confirmed that the events of renal insufficiency/failure, hypotension and gastritis are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. The gastritis is most consistent with perioperative factors, such as anesthesia, medication exposure, or procedural stress, rather than a direct device-related mechanism. However, gastritis is considered within the risk threshold for gastrointestinal disorders within wc (B)(4). Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device. The acute kidney injury was most likely secondary to peri - procedural hypotension and contrast exposure, both of which are recognized procedural risk factors for renal impairment and are not related to the farawave device or ablation therapy itself. Gastritis is typically related to anesthesia, stress, or medication provided during the procedure.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information were completed but the specific device information was not available from the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced an acute kidney injury. No more information was provided. It's unknown if the device will return for laboratory analysis. It was further informed that post-procedure, the patient developed hypotension and complained of bloating and indigestion causing the patient to be admitted for close observation overnight. Notes indicate the patients creatinine increased post procedure. Patient given diagnosis of acute kidney injury/acute renal failure. The event was likely secondary to the hypotensive episode after surgery and contrast exposure. Patient was discharged home 06dec2025 after creatinine and potassium levels decreased. Entresto and aldactone were restarted on discharge. Patient seen in the clinic the following week noting continued fatigue but no other symptoms. The patient's creatinine level was seen to increase again in late december. Patient seen again in january and their creatinine was above baseline but had decreased since december. With elevated creatinine and age greater than 80, eliquis decreased to 2.5 mg bid. Patient is not fully recovered as notes do not indicate there has been an update in the patient's expected baseline kidney function.